Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device experiencing spikes and drops in the signal during troubleshooting, which could result in lower than expected exhaled tidal volume (vte) levels, was confirmed. Ventec observed that the pt6 tube was routed incorrectly to the internal flow transducer (ift). Ventec then re-routed pt6 to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the pt6 tube had been routed incorrectly to the ift.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device was experiencing spikes and drops in the signal during troubleshooting which could result in its exhaled tidal volume (vte) levels being low. There was no patient involvement associated with the reported event.